Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed a functional test due to its liquid crystal display being out of specification in an electrical manner (it was missing columns), and further noted that there was evidence of a non-medtronic person disassembling and reassembling the device. Analysis also found the upper case dented and broken, the lower case broken, one bail cover was missing and one broken, the ring cover was contaminated, the lead flex cover was incorrectly installed (the main seal was under it which then caused the cover to be bent), the main seal was incorrectly installed under the lead flex cover, one case screw was missing, the battery contacts were compressed, one bail was missing, the ring was bent, the battery drawer was dented, the keyboard window was scratched in a wavy line from top to bottom, the serial number label was creased, the heart lead flex was corroded and one heart lead wire was discolored. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned with no complaint and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.